Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked casing at the display window corners, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. The unit passed all functional testing, including the idle current test, run current test, self test, off no power test, unexpected restart error test, prime/compromised force sensor system test, no delivery test, displacement test and rewind. The unit was unable to perform basic occlusion test and occlusion test due to the broken off reservoir tube lip. No missing segments or partial display anomalies were noted.

Event description:
The customer's husband reported via phone call that his wife's insulin pump was damaged; the rubber part of the reservoir compartment was gone and the reservoir would not fit in properly. The patient's blood glucose at the time of incident was 224 mg/dl. Troubleshooting was initiated and the husband was unable to identify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.